Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the down arrow button was pressed in and would not release. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: visual inspection revealed that the keypad cover was torn and punctured in the area of the down arrow button. Evaluation revealed that the down arrow keypad button was over-responsive: the reported issue was duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The down arrow key contact was found to be inverted; this device failure directly caused the reported issue. Unrelated to the reported issue, the battery compartment was observed to be cracked in the area below the grip pad; the returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.